Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04576 / 04577).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent left total hip arthroplasty on (B)(6) 2007. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of noises, pain, a clicking sensation, elevated metal ion levels, metal wear, metal poisoning, bone and tissue damage, and lesions. Additional information provided in patient medical records indicate that the left hip revision procedure performed on (B)(6) 2014 was due to pain, swelling, elevated cobalt levels, wear, osteolysis, and malposition of acetabular component. The patient's operative report noted metal stained tissue with synovial fronds consistent with an early pseudotumor, synovitis, lysis, metal staining and osteolytic lesion. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent left total hip arthroplasty on (B)(6) 2007. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of noises, pain, a clicking sensation, elevated metal ion levels, metal wear, metal poisoning, bone and tissue damage, and lesions. Additional information provided in patient medical records indicate that the left hip revision procedure performed on (B)(6) 2014 was due to pain, swelling, elevated cobalt levels, wear, osteolysis, and malposition of acetabular component. The patient¿s operative report noted metal stained tissue with synovial fronds consistent with an early pseudotumor, synovitis, lysis, metal staining and osteolytic lesion. Additional information received in patient medical records noted that on (B)(6) 2012 patient¿s blood was tested. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records noted that on (B)(6) 2014 patient¿s blood was tested.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Not returned by attorney.

Event description:
It was reported that the patient underwent left total hip arthroplasty on (B)(6) 2007. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of noises, pain, a clicking sensation, elevated metal ion levels, metal wear, metal poisoning, bone and tissue damage, and lesions. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.